Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an low anterior resection procedure, the staple line was incomplete. Only one side was stapled and the patient site was opened. Sutured by hand to complete the case and a stoma was performed. No further information is available.